Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 242-292 mg/dl. The customer did not deliver a bolus to address the bg level as there was still active insulin in the body (iob) the cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem customer technical support (cts) advised the customer to discuss the high bg with a healthcare provider. The customer declined cts's offer to follow-up.